Manufacturer narrative:
All available information was investigated and the reported sgc leak/splash (loss of fluid column) was not confirmed. The reported air/gas in device could not be replicated in a testing environment as it was related to procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine the cause of the reported air/gas in the device and leak/splash (loss of fluid column). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the preparation, physician noticed that there was air in the hemostatic valve of the triclip steerable guide catheter (tsgc) and it was stated that the reason was not the 3 way stopcock or the valve and the air was moving from the guide handle backwards to the hemostatic valve. G4 tsgc was replaced with g5 tsgc. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.